Manufacturer narrative:
Initial MDR 1219913-2023-00055 was filed on mar 24, 2023 reporting a customer from outside the united states obtained a discordant elevated atellica im total hcg (thcg) result for one patient sample compared to other results from the same sample. The discordant result was not reported to the physician. Additional information - apr 27, 2023. The customer obtained a falsely elevated result on the atellica im total hcg (thcg) assay with reagent lot 344. A female serum sample initially resulted 7.4 miu/ml, and repeat on the same analyzer was 14.5 miu/ml. The sample was tested on two other atellica im analyzers, and the results correlated with the initial value of 7.4 miu/ml. This lower value was accepted by the physician, the result of 14.5 miu/ml was considered discordant. Siemens investigation included an assessment of reagent, instrument, and sample data. Reagent issues were ruled out based on a review of quality control (qc), which showed recovery within acceptable ranges, and no issues were reported with other patient samples.  Assessment of instrument performance included a review of service actions that took place 10 days after this event. The error log showed a failure in the secondary vacuum, and a microhole was identified in the secondary reservoir piping. The piping was replaced, and the secondary vacuum was successfully adjusted. These service actions are considered normal troubleshooting for issues of this nature. Based on the available information, the cause of the discordant result is consistent with a preanalytical and/or sample integrity issue since it was isolated to just one sample. The customer continues to report quality control (qc) and patient samples on total hcg (thcg) reagent lot 344 without further concern. No potential product issue has been observed. The customer is operational. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
The customer from (B)(6) obtained a discordant elevated atellica im total hcg (thcg) result for one patient sample compared to other results from the same sample. The discordant result was not reported to the physician.   The interpretation of results section of the atellica im total hcg instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
The customer obtained a discordant elevated atellica im total hcg (thcg) result for one patient sample compared to other results from the same sample. The discordant result was not reported to the physician.   There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant atellica im total hcg result.